Event description:
It was reported that after a gastric resection procedure, it seems that the procedure (sleeve) went well. The procedure didn't need to be stopped, no technical change, no new device was used. Haemorrhage the staple line during and after the procedure. The stapler did not present any default. They supposed the issue came from the staples of the cartridge. There was post-operating hemorrhage on the staple line. The patient had another operation in the afternoon to stop hemorrhage. The patient current status is normal. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
The surgeon used suture to addressed tthe hemorrage during the initial procedure. The bleed iwas at the stomach staple level (where they applied the staple). The patient is well.

Manufacturer narrative:
(B)(4).